Manufacturer narrative:
Eval summary: the part is not returned for analysis. Potential life of instrument is unk and the pt characteristics are also unavailable. The root cause cannot be arrived at without the above info. Eval: the prod stated in the complaint was not returned for review. The device history records indicate that the device was mfg and packaged to spec. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.